Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) conducted a service call with the customer over-the-phone to address the reported event. Fse advised the customer to place the cup tray in a different location in the sorter and then run the instrument. Upon further evaluation, the customer reported that they are no longer getting the error once the tray was moved to another location in the sorter. Fse then advised the customer that the error was probably due to an alignment issue and will evaluate it during the periodic maintenance (pm). The customer agreed to wait until the pm to correct the alignment since the analyzer is back up and running. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There was one (1) similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the (2204) sorter not picked up cup. Cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of error 2204 was due to sorter alignment for the cup pick up.

Event description:
A customer reported error 2204 (sorter not picked up cup) with the aia-900 instrument. The error occurred during the background check. Technical support (tss) advised the customer to remove the cup and clean the chucks to be able to visualize the cause of the error. The customer tried clearing the chucks but the error remained. The customer was scheduled for a periodic maintenance. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), beta human chorionic gonadotropin (bhcg), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.